Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the pins were stuck once again into the hole of the 10 mm distal femoral cutting guide. While trying to remove the pins, the surgeon accidentally injured his scrubber who had a wound that necessitated 2 stitches.